Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial (ra) lead showed a decrease in impedance. The ra lead also showed no capture, no sensing and high output. The lead was capped and replaced. No patient complications have been reported as a result of this event.